Event description:
It was reported that the user experienced persistent hyperglycemia after a painful infusion set insertion, with a noted leak at the connector and subsequent disconnection from the ilet, then transition to multiple daily injections; the highest reported glucose was 450 mg/dl and the device alerted for high glucose. Symptoms included thirst and fatigue. Outcomes included interruption of pump therapy and self-management with injections without medical intervention. Investigation included complaint intake, user interview, and troubleshooting and education with guidance to perform a factory reset and to replace the infusion set with an alternative model. Investigation of this case revealed user-reported discomfort at insertion, probable infusion site or set issue, and a leaking connector that could have contributed to under-delivery and high glucose. It was concluded that hyperglycemia was associated with an infusion set issue and disconnection from the ilet, and that user education and supply replacement constitute appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.